Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that five minutes after the atrial lead was implanted, the patient complained of feeling -hot and sick- and blood pressure dropped from 120 to 70. An echocardiogram revealed a cardiac effusion; cardiac perforation was suspected. The patient was brought to the emergency room and the lead was removed by open heart surgery. Programming was changed to vvi mode.